Manufacturer narrative:
Additional information: h6.

Manufacturer narrative:
No additional event information has been received. The device was reported available for return but has not been received. Investigation conclusion: the physical device was not available for evaluation to investigate if a condition existed that would have contributed to event. Supplemental imaging was also unavailable for review; without imaging, the investigation cannot verify the event occurred as described, nor could the investigation further examine the cause of the reported event. This information may be updated if additional information is provided at a later date.

Event description:
It was reported that the web embolization device was used in an unspecified aneurysm diagnosis procedure. Upon deployment, multiple release attempts were made using two detachment controllers without success. The web device eventually detached and the procedure was completed. The patient reportedly "in good condition."

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was implanted in the patient and is not available for return. Therefore, product analysis could not be performed and the alleged product issue cannot be verified. However, investigation is still ongoing and a supplemental report will be submitted upon conclusion of investigation.